Manufacturer narrative:
Argus case (B)(4).

Event description:
Cerebral infarction [cerebral infarction]. Hemiplegia [right sided paralysis]. Case description: this case was reported by a consumer via call center representative and described the occurrence of cerebral infarction in a (B)(6) old male patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer and living in nursing home. On an unknown date, the patient started japanese polident for partials (polident for partials with taed) (other) at an unknown dose and frequency. On an unknown date, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced cerebral infarction (serious criteria disability and gsk medically significant), right sided paralysis (serious criteria gsk medically significant) and wrong technique in product usage process. The action taken with japanese polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the cerebral infarction was resolved with sequelae and the outcome of the right sided paralysis and wrong technique in product usage process were unknown. It was unknown if the reporter considered the cerebral infarction and right sided paralysis to be related to japanese polident for partials (polident for partials with taed). [Clinical course]. On an unknown date. The patient was unable to wash and wear his dentures by himself because the right side of his body had been paralyzed (seriousness: gsk medically significant) after experiencing cerebral infarction. He did not have dementia. One day, the patient's daughter was told by a staff member of an aged care facility that the patient had worn his dentures by himself without rinsing out the cleaning solution of polident. However, the patient's daughter found it strange because the patient could not wear his dentures on his own. She decided to wait and see the situation for a while because she suspected that it might be abuse by the caregiver. No further information is expected.